Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the initial charging of the device, the pump could not be turned on. There was no patient involvement, as the pump had not yet been used on the customer at the time of the reported event.